Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that a upper right molar has chipped. It feels like the tooth may have rubbed against the tooth next to it and caused it to chip. Gathering and requested additional information on chipped tooth. Provided information on molars not moving in treatment. Requested a bite video to further evaluate how the molars are coming together.